Event description:
Pt had bilateral subglandular inframammary 175cc porex gels for augmentation in 1988. They were hard at first, then softened and are now painful, left greater than right. They are decreased in size. Pt had a left superior hernia which has lessened. Pt also complained of progressive, disabling systemic symptoms which started soon after implantation. These include: myalgias (positive am stiffness), paresthesias/dysesthesias, swelling, fatigue, spasms, sleep disturbances, adenopathy, fevers, hot flashes, drenching night sweats, ha's, boils, rashes, periodontal disease, tmjd, dizziness, memory loss, sicca, hair loss, oral sores, sensitivity to sun/cold/chemicals, shortness of breath/chest pain, choking, increased triglycerides, weight fluctuations, gi/gu disturbances, hematoma, and irregular periods. Pt is otherwise healthy.